Event description:
In 2005 vena cava filter did not open upon placement by jugular approach. A second filter was then placed below the first filter. No pt injury reported at this time. Information received from tech / radiology the next day a CT scan was performed, the first filter was located tilted into the renal vein, second filter was in position in vena cava. From a jugular approach the first filter was then snared and removed. The reported lot number lp05010024 is a possible lot number. The packaging was discarded.